Event description:
It was reported that during a da vinci-assisted pulmanary wede resection surgical procedure, the sureform curved-tip stapler 45 instrument worked correctly on first two fires but would not calibrate/fire on third attempt. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: she confirmed that the stapler instrument had a calibration issue and would not work. There was no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform curved-tip stapler 45 instrument involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the customer reported complaint. For clarification, the instrument was found to have an unclamp failure based on log review.